Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventative maintenance performed by hospital technician, the cardiosave intra-aortic balloon pump (iabp) unit had battery charging issues, batteries were not charging. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component, investigation conclusions), h10. A getinge field service engineer (fse) was dispatched to investigate the issue. Upon arrival, the fse found the unit to be functioning properly on ac power, but unable to charge batteries. The issue was found to be consistent with the power management board related field action. No fault codes were present. In order to fix the issue, the fse replaced the power management board. Calibrations, functional testing, and safety testing all passed per factory specifications. The unit was returned to the customer.